Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was (B)(6) being treated for cardiac arrest due to pea. During an insertion attempt to the right leg, the driver slowed down to a near stop, initially with a green battery indicator light that turned red when it slowed down. The insertion was completed immediately after that using a second driver. The clinical team and director of emergency services stated that this driver issue did not delay care and did not affect the cause or contribute to an adverse outcome.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 03/2010 and is approximately 8 years old. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was not returned for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the patient was (B)(6) being treated for cardiac arrest due to pea. During an insertion attempt to the right leg, the driver slowed down to a near stop, initially with a green battery indicator light that turned red when it slowed down. The insertion was completed immediately after that using a second driver. The clinical team and director of emergency services stated that this driver issue did not delay care and did not affect the cause or contribute to an adverse outcome.